Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being infected; the surgeon removed all of the components and put in a temporary antibiotic spacer.